Event description:
(B)(6) reports an infiltration of optiject 350 90 ml on a (B)(6) old male patient. Patient history includes suspicion of cva. The extravasation was at a flow rate of 2.5 ml/sec. The event is fully recovered, the product was reabsorbed on an unknown date. This case was classified as nonserious.

Manufacturer narrative:
The customer reported an extravasation occurred during an injection. The customer did not request service after the event. The injector was inspected during a preventative maintenance about 7 months earlier and found to be within MFR specifications.